Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31777226l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. His report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and an irrigation issue (device used in patient) was observed. The physician judged that some of the irrigation holes were clogged. Although a blood clot was not observed, the qdot micro catheter was replaced based on the physician's judgment. Timing was five hours after the procedure started, and when the qdot micro catheter was flushed outside the patient body. The catheter was resolved and the issue was resolved. The procedure was completed without patient consequence. Additional information was received on 23-mar-2026. The catheter was replaced with another new one. Additional information was received on 30-mar-2026. No error was noted. The issue was discovered by the physician when the qdot micro catheter was flushed outside the patient¿s body. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of the ablation.